Event description:
Additional information received from the patient reported that the pain was still there. However, the patient was having surgery on their iliac artery as both were almost blocked. The patient noted that they would have more information in 2 weeks.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported following a fall the issues of a change in efficacy occurred. The patient fell from the deck of a boat into the hatch. This fall occurred the year prior to the report in the summer of 2015. There was a sudden return of hip pain bilaterally that was gradually and progressively getting worse. As steps taken to resolve the issue, x-rays were done as well as another appointment for some week for a shot and pain pills for 2 weeks. It was now working. Relevant medical history included spinal pain.